Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause for the found defect of device ran in locked position, damaged burr/lock and corrosion/rusting pitting was determined to be due to component failure from wear. The most probable root causes for the found defect of (damaged motor wire insulation) was improper assembly and the defect (locking mechanism to not function as intended) was due to normal wear and cleaning over time. UDI: (B)(4).

Event description:
It was reported that the hose of the motor device was damaged. During in-house engineering evaluation, it was determined that the device passed all visual inspections. It was observed that the device failed the functional assessment as the device operated in the unlocked position and did not run when plugged into the console. It was noted that the rest of the testing could not be completed. It was determined that during the disassembly of the device the electric motor wire insulation was damaged due to improper assembly. It was further determined that the locking mechanism was evaluated and corrosion found on the parts caused the locking mechanism not to function as intended. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown.